Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation. Implant never really integrated, #18 done at the same time - successful.